Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned with paperwork which did not indicate a product performance problem. The lead was analyzed and the lead tested out of specification. No patient complications have been reported as a result of this event.